Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that abutment screw fratcure and implant neck fracture while tightening the abutment screw with excessive strengt. No type of incident was reported for the patient and the affected position reported by the doctor is 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b10) and one hex-lock abutment (hla3/5) were returned for investigation. Visual evaluation of the as returned products identified a fractured collar on the implant and screw fragment in the implant drive feature ¿ the screw had fractured in many pieces. Device history record (DHR) review for the lots (63138464 & 63144696) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (63138464 & 63144696) for similar events (complaint category keywords: fracture: implant & screw) and no other complaint was identified. Therefore, based on available information, device malfunction did occur and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.